Event description:
A patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation reported a loss of therapy starting on the first of september. The patient stated that she had turned her ins off when she was implanted with a spinal cord stimulation device and did not turn the ins back on until yesterday. In (B)(6) of 2016 the patient started having problems like a possible intestinal obstruction from adhesions. On (B)(6) 2016 the patient had a CT scan at the ER which showed her bladder was "so full it was about to explode." When the patient went home and started catherizing, she got 600 cc or residual and then turned her ins back on. The patient stated that she does feel stimulation, but she still had "4-500 ccs" of residual so she feels that the therapy is not helping her. When asked about the stimulation the patient stated that she feels stimulation in the right labia "like she had a tampon pressing on it." The patient had been taking medication for abdominal adhesions and her symptoms decreased, but started having some problems as soon as she stopped taking medication for intestinal obstructions, the patient also reported having a CT scan on (B)(6) 2016. The patient was offered assistance with adjusting program or stimulation by the manufacturer call center, but the patient declined. The patient was going to follow-up with her healthcare provider on (B)(6) 2016. Patient status at the time of this report is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.